Event description:
The reporter stated that the surgeon inserted a aa4204vl single piece silicone lens. Upon insertion into the eye the lens tore the patient's capsule. No vitrectomy was performed. A suture was required to close the wound. The lens tore when it was removed from the eye. The lens was the cause of the capsular tcar.